Event description:
It was reported that worsening of patient condition occurred. The patient presented in cardiac arrest. An 80% stenosed target lesion was identified in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. Following stabilization of the patient's blood pressure, a fielder wire was advanced and crossed the lesion. Predilation was performed with a 3.0x20mm non-bsc balloon. A 20 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion but failed to cross the calcified lesion. Another attempt to cross the lesion with this device was made; however; the patient's state suddenly became worse. The patient¿s blood pressure and ECG was noted to be ¿bad¿. An intra-aortic balloon pump (iabp) was performed and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the most proximal stent row were slightly raised from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that the patient¿s condition was bad and unstable upon admission. The patient presented with cardiac arrest. When the patient¿s condition got bad, the physician decided to stop re-advancing the stent. The use of the stent was not the main cause of the patient¿s bad condition.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient¿s condition was bad and unstable upon admission. The patient presented with cardiac arrest. When the patient¿s condition got bad, the physician decided to stop re-advancing the stent. The use of the stent was not the main cause of the patient¿s bad condition.